Event description:
When the tubing connected to the patient, I noticed at the connection of the filter to the patient that there was fluid leaking. I tightened the connection but noticed the plastic was pushed in and not flush.